Event description:
Stroke [cerebrovascular accident]. Rha2 on lips [off label use]. Case narrative: united states report received from a physician via company representative on 19-oct-2023 and refers to a female patient in 40's who had received rha2 on (B)(6) 2023 for unknown indication. A volume of 0.5 ml of rha2 (lot 22241al0 and expiration date was 13-jun-2025) was applied in lips (4 injection points in top and 4 injection points on bottom) via fencing technique-medial-superficial and could see the grey of needle. It was not reported if cannula was used for the administration. The patient also had received dysport during this visit. Patient concurrent condition included birth control, mirena intra uterine device (iud), and paxil. It was unknown if patient was allergic to any drug or food. Patient had no reports of hyperlipidemia, autoimmune disease, migraine or smoking in her chart. Patient's bmi was 28, although she was not obese. Patient had history of hypertension in her family. Patient also received rha treatment before (date unspecified) and hyaluronic acid filler. The patient had covid vaccination and boosters in past. On (B)(6) 2023, after injection patient was in the office for 10-15 minutes after injection with no symptoms or complication. Symptoms prior stroke was not known by provider. On (B)(6) 2023, the patient experienced stroke. Patient's husband believed the stroke was caused by the filler. Doctor mentioned other risk factor including age of the patient and use of birth control and wanted to see additional information on stroke incidence with rha and ha fillers. It was unknown which treatment had been provided to the patient or if CT scan and MRI been conducted or had she gone undergone an ophthalmic exam. The outcome of the event was unknown. The intensity of the event was not reported. It was unknown if product was available for return. Health effect - clinical code: e0133, stroke/cva. Health effect ¿ device code: a2304, off-label use. No additional information was available at the time of this report. Follow-up information received from company representative on 25-oct-2023: new information included injection technique, injection location, patient's symptoms prior stroke, concomitant medication, medical history, patient treatment, product details (lot and expiration date). Case comments: a causal relationship between the rha2 and reported cerebrovascular accident is assessed as unlikely. The patient's age and the use of oral contraceptives are major confounding factors. It is important to highlight that rha2 was injected off-label in the lips. While it's conceivable that a stroke could be a complication of intra-arterial injection, the technique and injection site described in the report make it seem improbable that the injection procedure contributed to the incident; furthermore, no immediate complication was noted post-procedure. The company will continue monitoring the benefit-risk profile for the product.